Event description:
Caller reporting screw backing out of hip pinning device and working its way 6" down the thigh. Pt had severe pain, swelling, difficulty walking and fever & chills. Entire prosthesis removed due to infection and pt had additional surgery for wound closure. Pt had requested implant to be given to them, but hosp "can not find it". Caller suspects manufacturer has it.